Event description:
Boston scientific received information that during the implant procedure of this right atrial (ra) lead, noise was observed. The connection was tested and checked out fine. Upon visual inspection of the lead the physician noted seeing blood inside the insulation of the lead. The physician elected not to use this lead. A new lead was implanted with success. There was no adverse patient effects reported.

Manufacturer narrative:
The lead has been returned for analysis. Upon inital analysis a cathode coil fracture 51mm from the terminal pin was observed. The lead is undergoing additional analysis to find possible root cause. This report will be updated upon completion.

Manufacturer narrative:
Additional analysis did not identify any foreign material present on or within this lead. Deformation and fracture of the conductor coil was confirmed in the area 51 mm from the terminal pin of the lead. Two breaches were observed in the outer insulation opposite each other at the fracture site which may indicate that a tool was used to grab the lead at the site. Detailed analysis of the fracture site indicated it was induced due to excessive twisting force. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.